Event description:
It was reported by the aci sales professional that a patient who underwent an unknown catheterization procedure (exact date unknown) in which the mynx was used to close the femoral artery, presented back to the hospital 3-5 days post procedure. It was reported that the patient had pain and oozing at the access site and was admitted to the hospital. Material taken from the site was sent for culture. Both 48-hour and 72-hour cultures came back negative for infection. The patient was given oral antibiotics (bactrim). The patient remained in the hospital overnight. A little over two weeks post report, the aci sales professional reported the reason the patient stayed overnight at the hospital was to clean the access site. The physician ordered the drainage and cleaning of the site because it showed signs of possible infection, which was later ruled out after the culture came back negative. No further information was provided. Note: the physician originally diagnosed the patient with a local infection but since the cultures came back negative, the physician re-classified the event as a local reaction.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported local reaction could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.